Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Unable to download carelink and perform the displacement test, dat, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump and found three pump error 63 alarm (variable=21)(file ID= 643 , line ID= 490) on 04/24/2026, first at 21:23:45.000, second and third at 21:24:02.000. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 25-apr-2026 listed on smartsolve due to insufficient data in the trace/history files. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open and no moisture damage on the electronic assembly, motor and force sensor during the visual inspection. The test p-cap locks properly into the reservoir compartment. Pump received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during the visual inspection. Unable to verify customer alleged for high bgs. Critical pump error (open book image) alarm confirmed due to pump error 63 alarm. Pump error 63 alarm confirmed, problem isolated to the electronic assembly. Pump unable to download to carelink due to critical pump error (open book image) alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known. This is 1 of 2 medwatch reports regarding this event.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported critical pump error (open book image). The customer was treated with emergency medical services. The event involved product(s) unk_ngp, mmt-441ag, mmt-1884, mmt-7040pa, mmt-342g. Troubleshooting was performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for unk_ngp, mmt-441ag, mmt-7040pa, mmt-342g.